Manufacturer narrative:
The patient's previous driveline repair is reported under MFR #: 2916596-2019-01013. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was being monitored for driveline damage. Multiple driveline faults were noted upon interrogation. Log file analysis captured a transient elevation in pump power and flow with an associated pulsatility index (pi) event on (B)(6) 2022; the cause of the elevations could not be confirmed. The log file also captured 11 transient and intermittent driveline fault alarms over the course of the log file. There appeared to be a potential degradation of the wire in phase b. Additionally, the log file captured two transient low voltage alarms on (B)(6) 2022 while the patient was tethered to the power module; the cause could not be confirmed. It was noted that the patient had a full length driveline repair on (B)(6) 2019 and they would not be eligible for a second repair. As the fault alarms did not resolve, the patient was being worked up for a potential pump exchange or transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed the reported driveline fault alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these log file findings could be indicative of a potential driveline issue. Additionally, evaluation of the submitted log files confirmed an elevation in pump power, as well as low flow alarms; however, a direct cause for the reported events could not be conclusively determined through this evaluation. The submitted log files contained data from on (B)(6) 2022, from on (B)(6) 2022.. The pump operated at or above the low speed limit for the duration of the log files. The log files recorded a power elevation on (B)(6) 2022 that was captured during a pulsatility index (pi) event. The log files also recorded low flow alarms on (B)(6) 2022 and on (B)(6) 2022. Additionally, the log files recorded multiple driveline fault alarms consistent with phase 2, which is redundantly supported by the black and brown wires. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The patient handbook (rev. C) is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: as of 12jun2022, the patient continued to experience driveline faults and low voltage alarms not related to losing power, as well as "system information" results. New log files were submitted that confirmed four transient driveline fault alarms on 12jun2022 that were also associated with a degradation of the wire in phase b; no low voltage alarms were seen in the log file.